Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 us getting technical failure 400 - inspiration valve or device leaky alarm during setup prior use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire medical was not able to verify the issue regarding technical failure 401 ""inspiration valve or device leaky"" alarm during setup prior patient use. No failure detected, the unit functioned as designed. As per notes on case (B)(4) insp block got replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available".